Manufacturer narrative:
The complaint of a partial break in the catheter is confirmed. Gross and microscopic examination of the complaint sample revealed a partial break in the catheter tubing. The location of the partial break site is located between the 21 and 22 cm depth markers. The partial break site is nearly perpendicular to the axis of the tubing. The break site exhibits rounded edges. The tubing surrounding the partial break site is slightly compressed. The catheter may have been placed in an area where torquing and kinking is susceptible. These characteristics of rounded edges and cross sectional rough walls in the catheter tubing are typical of material fatigue and friction wear: however, at this time the exact mechanism of damage is undetermined. Gross visual, microscopic and functional testing shows no evidence of a defect or deformity related to the manufacturing process. The product instructions for use (IFU) provide written directions for securing the catheter as well as a warning that excessive tension can cause the catheter to rupture. A lot history review (lhr) of reuj0384 showed no other similar product complaint(s) from this lot number.

Event description:
It is reported that the catheter was inserted on (B)(6) 2011, without problems. In (B)(6) 2012, it started presenting resistance and obstruction. It was made a technique for clearing and they got success but the catheter still had discrete resistance. The team decided to remove the catheter and at this moment it was observed a crack on the catheter's body.